Manufacturer narrative:
Examination of the returned kinetix guide wire revealed that the guide wire was received fractured in two pieces. The distal portion measured 0.75in and the proximal portion measured 6.25in from the begriming of the hts to the fracture point. A small portion of the high torque sleeve (hts) was removed to reveal the core wire fracture. There was a bend near the surface of the fracture surface. Product analysis confirmed the reported event. Sem analysis concluded that the core wire fracture was caused by torsion and tension with possible contributions from bending forces. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a tip detachment occurred. Vascular access was obtained via trans radial intervention. The cto lesion was located in the moderately calcified proximal right coronary artery (rca). A non bsc guide catheter and guide wire were positioned. The lesion was predilated and ivus was performed via a non bsc device. A 3.5-24 non bsc stent was implanted in the lesion. Thrombosis occurred and a thrombectomy was performed. Blood flow in the rca was not good. To protect the atrioventricular branch and the posterior descending artery a 185cm kinetix guide wire was advanced. During advancement the guide wire entangled with the previously 3.5x24mm implanted stent and approximately 2 cm of the guide wire tip detached. A single loop snare attempt to retrieve the detached tip was unsuccessful. Another triple loop snare attempt was able to capture and retrieve the detached tip. A 3.0-3.0 non bsc stent was implanted and the procedure was completed. No additional patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure a tip detachment occurred. Vascular access was obtained via trans radial intervention. The cto lesion was located in the moderately calcified proximal right coronary artery (rca). A non bsc guide catheter and guide wire were positioned. The lesion was predilated and ivus was performed via a non bsc device. A 3.5-24 non bsc stent was implanted in the lesion. Thrombosis occurred and a thrombectomy was performed. Blood flow in the rca was not good. To protect the atrioventricular branch and the posterior descending artery a 185cm kinetix guide wire was advanced. During advancement the guide wire entangled with the previously 3.5x24mm implanted stent and approximately 2 cm of the guide wire tip detached. A single loop snare attempt to retrieve the detached tip was unsuccessful. Another triple loop snare attempt was able to capture and retrieve the detached tip. A 3.0-3.0 non bsc stent was implanted and the procedure was completed. No additional patient complications were reported and the patient's status is good.